Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent implanted in restenosed lesion. There was no reported product deficiency. The reported death is listed in the instructions for use (IFU) as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. It was reported that the xience stent was implanted in a restensosed lesion. It should be noted that the IFU states that the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.5 mm to 4.25 mm. In this case, it is unknown if this contributed to the reported event.

Event description:
It was reported that approximately 11 months post implantation of four xience v stents, three in the restenosed right coronary artery (rca) and one in the circumflex artery (cx), the patient died. Cause of death is unknown, but the patient had multiple chronic conditions. Although requested, there was no additional information provided.